Event description:
Patient came for nurse visit to receive 4 vaccines: diphtheria, tetanus, pertussis (dtap), haemophilus influenzae type b (hib), flu, and (B)(6). I gave the dtap and hib vaccine in left vastis lateralis, and then gave flu in right vastis lateralis, as I gave the (B)(6) ((B)(6)) in the right vastis lateralis when I pulled on the syringe at half way the syringe stop and was hard to push the rest of vaccine. I removed from patient's leg and only got half the vaccine. Notified senior resident (sr) and attending of what happen and updated pediatrics dr that was in office. Two options were to change needle and give the rest of (B)(6) vaccine or come back for appt. And start the (B)(6) series over. Patient's parents did not want patient to get the rest of vaccine today and would come back another time.